Manufacturer narrative:
(B)(4). Maquet is developing new hygiene protocols for its heater-cooler units hcu 40 and hcu 30. These new protocols include preventive measures, routine disinfection as well as high level disinfection and biofilm reduction ¿ also effective against atypical mycobacteria in the water systems. The newly developed disinfection procedures are taking a holistic approach based on validated methods. The timeline for the introduction of the new hygiene protocols is currently carefully examined in order to communicate reliable dates also requested by health authorities. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu30 showed a bacterial contamination (mycobacterium chimaera). Additional information: no patient involvement was reported. (B)(4).